Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# v063296 serial# implanted: (B)(6) 2007 explanted: (B)(6) 2010. Product type lead product ID 748295 lot# serial# (B)(4). Implanted: (B)(6) 2007 explanted: (b)6) 2010 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. The patient reported that they had an infection in 2010, and the leads started to come out of their head. The patient had dome health care that gave them an IV. The system was removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the infection began about 10 days before the system was explanted. The patient reported that the cause of the infection was a bridge in the patient's mouth falling out and the teeth under the bridge being rotten. The patient reported that the infectious diseases healthcare provider (hcp) determined the rotten teeth under the bridge were the cause of the infection. No further patient complications have been reported as a result of this event.